Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found a false eri trip that occurred due to a transient low battery voltage. After clearing the eri flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics

Event description:
This report is to advise of an event observed during analysis.